Manufacturer narrative:
Actual sample was discarded. Bd received representative samples from customer totalling 56 samples from same lot# 6132861. All 56 were evaluated under pressurized conditions for customers' indicated failure mode for leakage in tubing and hubs. No defects or leakage on all 56 returned samples was observed and could not confirm customers' indicated failure mode. A review of the manufacturing record was completed for lot# 6132861, which showed all inspections were in compliance with requirements. This is a unconfirmed complaint for this lot# 6132861. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Refer to CAPA (B)(4).

Event description:
It was reported that the phlebotomist observed blood leaking from where the tubing meets the barrel area of the 23 g x .75 in. Bd vacutainer® push button blood collection set with 12 in. Tubing and luer adapter. No serious injury, blood to mucous membrane exposure or medical intervention was reported.